Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v204308, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that they were on program 1 at 1.5 volts and she had shocking in her lower back. It was confirmed with the patient programmer that the therapy was not on. There was no lightning bolt in the upper left hand corner of the screen. There were no falls/trauma that could be related to the issue. The patient felt shocking all the time but if she sat a certain way, the shocking was worse. When they were standing, there was shocking but it was not as bad. They decreased stimulation to 0 volts and still had the shocking. The shocking had not stopped, changed, or lessened when the stimulation was turned to 0 volts. The symptoms reported was shocking pain in the lower back. This was considered to be a sudden change in therapy/symptoms. The shocking started suddenly and was gradually getting worse. The stimulation was turned off on (B)(6) 2015 and they still had the shocking. The indication-for-use (IFU) was interstim - other. No outcome, diagnostics/troubleshooting done, or cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.